Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, the agiltrac balloon burst at 8 atms, nominal pressure, during the first inflation. The balloon and delivery system were completely removed. The procedure was completed using a larger agiltrac. There was no adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
Eval summary - the customer reported the device was discarded, therefore, device analysis could not be performed. A review of the finished device lot history record (lhr) did not reveal any nonconforming materials reports which could have contributed to this complaint. Samples tested during reliability engineering on-line exceeded the product specification. A query was performed of the part number, lot number combination for similar incidents and non were reported. No discrepancies were reported during device inspection or preparation. A pre-existing hole/rupture in the balloon would likely have been detected during instructions for use directed prep. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. All balloon catheters are 100% inspected to rated burst pressure and 100% inspected for balloon dimensions. A conclusive root cause for the balloon rupture could not be determined.